Event description:
Information was received from a patient regarding an implanted pump system for non-malignant pain. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient had difficulties connecting to the pump. Per the patient, "the pump is really loose, it's never settled into a firm spot. So I move my pump and my communicator around - not aggressively, but I move them around". It would take the patient 10 minutes to get a bolus due to seeing "pump not found" message. The patient had to retry at least three times. The patient's pump protruded from their abdomen and it "looks like a hockey puck coming from my abdomen, so I know how it sits and where I need to put it and I always knew where it would work, but now that's not working, so I'm tilting my pump and that doesn't work either". The patient held the communicator at a 45 degree angle, held it on the skin, forced it onto the skin, or held it off the skin, but they still had difficulties "finding it". Since (B)(6) 2023, the patient felt "like it's gotten bad". The patient felt like every time they filled the pump, it seemed to move more or shifted in their body more so it got harder and harder for the communicator to find it. The patient mentioned this to the nurse and mentioned it to the doctor quite a few times, but the patient thought they were the only patient of the doctor's with an external device, so they just told the patient to call the manufacturer. The patient was trying to figure out "if it's the communicator or if it's the pump". The patient confirmed that their communicator had not been wet or dropped. The patient did not attempt to connect the communicator was charging. The patient wanted to call in due to having a hip replacement scheduled for "next monday" and the patient's husband would have to help the patient bolus. It was noted that the patient bolused before calling patient services and, at the time of the call, had a five minute lockout. Patient services reviewed where the pump antenna was located and redirected the patient to their healthcare provider (hcp). The patient agreed to monitor the issue and discuss with their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.